Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the presence of the leak and the differential vote outs. The fse stated that the tubing through pinch valve pv27 had a small perforation and was replaced. No further leaks were observed and the instrument was verified per established procedures. Failure mode is attributed to a small perforation in tubing through pv27. (B)(4).

Event description:
The customer reported a clear fluid leak of less than 2 ml from under the differential lyse pumps of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was contained within the instrument and the instrument recovered differential vote outs. The customer was wearing gloves, a laboratory coat and face protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.